Event description:
It was reported that, during an explant procedure, "when trying to extract the lead, the silicon insulation on the lead broke just below the proximal end of the radiopaque marker for the tines, and left the tines and the electrode in the pt and the pt is in need of an MRI". The reason for explant was not reported. No pt outcome was reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).